Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said they were up and voiding all night. The next day, patient reported one of the wires was hanging so they taped it back up. They weren't feeling stimulation at 2.4v and they also mentioned they were voiding more frequently. Stimulation was adjusted to 4.6v where they felt it comfortably in their buttocks. On (B)(6) 2017, the patient said their symptoms were worse than before. Increased frequency was reported. They also say they are unable to drink a lot because they will have to go 3-4 times within the hour after drinking. No further patient complications have been reported as a result of this event.